Manufacturer narrative:
Additional information was received on 14-mar-2025. Patient did not have surgery. Does not know the date the patient passed away. The device evaluation was completed on 20-mar-2025. It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced a pericardial effusion and cardiac arrest that required pericardiocentesis and cardiopulmonary resuscitation. The patient required extended hospitalization; however, the outcome of the adverse event was death. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies. The device features were reviewed, and no force, magnetic, or deflection issues were observed; however, a high temperature alert was displayed due to no irrigation related to the irrigation tube being damaged and blocked with reddish material in the luer hub area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues are unrelated to the reported event; therefore, adverse event issue reported could not be confirmed as product related, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the adverse event remains unknown. The potential cause of the irrigation and consequential high temperature alert could be related to the procedure; however, this could not be established conclusively. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster inc. Analysis finding of the ¿irrigation tube being damaged¿. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. Occ - irrig tubing block at luer hub-investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster inc. Analysis finding of ¿blocked with reddish material in the luer hub area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per the additional information received on 24-feb-2025 stating that the outcome of the adverse event was death; however, the date of death was not provided, processed the "date of death" to (B)(6) 2025. Additional clarification to this date was requested. However, no further information has been made available. The bwi product analysis lab received the device for evaluation on 05-mar-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced a pericardial effusion and cardiac arrest that required pericardiocentesis and CPR (cardiopulmonary resuscitation). The patient died. It was reported that the patient suffered a pericardial effusion during an afib ablation. While the physician was mapping and ablating in the left atrium with the thermocool smarttouch sf catheter they believed a perforation occurred near the anterior roof area. This was discovered when the patient's blood pressure dropped and effusion confirmed using intracardiac echo. The patient lost discernable heart rhythm. The patient coded, CPR was administered. A pericardiocentesis was performed and venous sheaths were secured in place. The patient stabilized temporarily but coded multiple times before leaving the ep lab. Patient status was unknown at the time of the call. Additional information was received on 24-feb-2025. Patient required cardiac surgery. The patient required extended hospitalization; however, the outcome of the adverse event was death. The physician's opinion on the cause of the adverse event is the procedure. It was reported that the patient had low hemoglobin, needed breathing treatment at beginning of case. There was no evidence of steam pop. No issues with equipment. One transseptal puncture site was performed during the procedure. Additional information was received 12-mar-2025. Patient was in the ep lab for an atrial fibrillation ablation, but had no surgery post procedure.